Manufacturer narrative:
(B)(4) (exemption number e2015036). Based on discussion with FDA on may 8, 2017, all inspectional failures are being reported as mdrs notwithstanding the fact that the presence of discontinuities, gaps or bubbles does not necessarily have either technical or clinical significance. (B)(4). Notes: initial MDR originally submitted to the FDA on 11jan2019, but there was an error in FDA acknowledgement. Resubmitting on as part of a delivery message review.

Event description:
A customer device was returned to pentax medical on 02/jan/2019 for routine service. Inspection of the unit was performed on 04/jan/2019 where the quality control inspector found the following: fluid invasion in segment section, distal cap - fixed type failed epoxy seal integrity inspection, distal cap/ case cracked, failed wet leak test, lightguide prong cover glass set loose, failed dry leak test, fluid invasion not observed in control body, fluid invasion not observed in pve connector, umbilical cable single buckled under pve root brace, bending rubber pinhole, customer complaint confirmed, bending rubber leak at middle section. Inspection of the seal between the distal body and distal cap was performed and the device failed the inspection criteria. The scope's repairs will included the distal case/cap, which was replaced and/or resealed pursuant to the field correction, and returned to the user upon completion.